Event description:
It was reported a perforation occurred. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending (lad) coronary artery. A 135cm mamba microcatheters, rotapro and rotawire were selected for percutaneous coronary intervention (pci) procedure. The target lesion treated with rotapro, then the physician attempted to pass a mamba over rotawire and it was unable to pass the lesion location. During angiogram, physician noted a perforation at lad. In the physician's opinion, did the mamba device maybe lifted a plaque and caused or contributed to the perforation. The patient went to coronary artery bypass graft (CABG) surgery. The patient was stable post procedure and fully recovered.